Event description:
A report from the user facility reported "they were using the mouth gag with the (B)(4) bite liner to perform a tonsil and adenoidectomy on a (B)(6) female. After completing the procedure they noted one of the nipples that keeps the bite liner attached to the mouth gag was missing. They tried doing an x-ray to locate it as well as a laryngoscopy and could not find the missing piece." Additional info: they excavated after the surgery and then noticed the liner part was missing so they had to re-intubate the pt.

Manufacturer narrative:
The device has not been received for evaluation at this time. A supplemental report will be filed should the device become available for investigation.